Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was returned to kimberly-clark for analysis. The device was received in two pieces. The ends where the tube came apart are irregular and somewhat jagged. The distal portion of the tube was completely clogged and unable to be flushed. We are unable to determine the root cause for the reported incident. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "this low profile tj broke off in patient just past the balloon, too far in the intestine to get out with a scope; waiting for tube to pass." The physician attempted to remove the tube (B)(6) 2012 and was unsuccessful. The patient eventually passed the tube through the bowel and was discharged from the hospital. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).